Event description:
Synthes (B)(6) reports the small battery drive will no longer hold a charge. No additional information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer's complaint that the ((B)(4)) 14.4 battery does not hold a charge was confirmed. The unit was tested and it was confirmed that this battery is damaged. Evidence indicates this is due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
The device has been returned and the investigation is ongoing.